Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to remove a damaged insulin cartridge from the ilet after the connector was taken off, noting the top metal portion of the cartridge was missing and the cartridge appeared misaligned at an angle, which led to discontinuation of pump use and a recommendation to revert to backup therapy. Symptoms included hyperglycemia reported as above 400 mg/dl for most of the day without ketone testing, medical intervention, or use of backup therapy. Outcomes included interruption of insulin delivery and the need for a device replacement with return of the current pump and guidance provided for shutdown, data sync, and startup of the replacement, while the user continued cgm monitoring separately. Investigation included customer interview and review of user-supplied photo. Investigation of this case revealed a suspected mechanical obstruction and damage of the cartridge interface that prevented cartridge removal and normal operation. It was concluded, based on previously established findings for similar reports, that the cause was likely user handling error during cartridge insertion leading to component damage and obstruction.